Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of device history records showed that there were no complaint related anomalies. The suppliers certification indicates the correct material was used and correct hardness values were obtained. The product evaluation visual inspection revealed the helical blade coupling screw was received in two pieces and was broken where the knob and shaft intersect. The fracture surface is homogenous which indicates material uniformity. The shaft connection is still welded into the knob but there is a hairline crack around most of the joint. There are numerous deep dents on the top and edges of the knob. The threads on the end are still intact and a helical blade was successfully attached to the coupling screw. There is a brown discoloration around the etching for the part and lot numbers. The design was reviewed and determined to be acceptable for the intended use and therefore the complaint is invalid with respect to design.

Event description:
It was reported that on a tfn case the coupling screw broke at the junction of the knob and guide wire while pounding in the helical blade. All of the pieces were retrieved. A backup coupling screw was used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).